Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from their leg causing the cannula to dislodge. Upon pod removal, the cannula appeared to be kinked. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: up1a.231005.007.s921usqs3axfj. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or defects were observed that could result in the reported dislodged cannula. The cause of the reported dislodged cannula cannot be determined. No bends or kinks of the exposed portion of the soft cannula were observed. No abnormalities were found in the pod data. No problem was found. The pod arrived with the adhesive pad fully attached. No damages or defects were observed to the adhesive pad or adhesive welds that could result in the reported failure to adhere. The cause of the reported adhesive failure cannot be determined.